Manufacturer narrative:
Photos taken during the procedure were provided by the complaint event site. It was observed the sheath and delivery system were removed from the patient via surgical intervention. The sheath liner was delaminated and pulled proximally from the sheath distal tip. The c-marker band was present and attached to the sheath liner. The nose tip of the delivery system was exposed outside of the sheath liner with the guidewire inserted through. The sheath liner delaminated from the distal tip and bunched. The c-marker band was present attached to the sheath liner. The device was returned to edwards lifesciences for evaluation. During visual inspection it was observed the sheath liner delaminated and pulled proximally from the distal tip, the distal part of the delivery system was inserted in the sheath, the sheath was returned cut, a kink was observed approximately 2.5 inches from the distal tip, delamination approximately 3.25 inches in length from the distal tip, and the c-marker band missing and not returned. Based on the visual inspection of returned devices, the complaints were confirmed. Due to nature of the complaint, no applicable functional or dimensional inspection was performed. DHR review did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A lot history review revealed no other similar complaints. A review of complaint history on confirmed device complaints from august 2019 to july 2020 revealed other similar complaints, but no manufacturing nonconformities were found in the returned sample. The IFU, device preparation training manual, procedural training manual, and procedural manual were reviewed for instructions/guidance for preparation and use of the devices: the user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Per the procedural training manual, delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Caution: patient injury could occur if the delivery system is not completely unflexed prior to removal. Sheath removal: remove the suture securing the sheath. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. Do not reinsert the sheath at any time during removal. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: coda balloon, iliac occlusion balloon, reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be ready in every case. Consider vascular surgery. Surgeon should be in room at all times. Physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. Based on the review of the IFU/training manuals, no deficiencies were identified. During manufacturing, the esheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The complaints for ¿sheath distal tip ¿ liner delamination¿ and ¿sheath distal tip ¿ separated marker¿ were confirmed upon visual inspection of the returned device. However, no manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Furthermore, as there was no note of abnormalities during device preparation, it is unlikely an issue was present out of box. Per the report, there was difficulty mostly during the retrieval of the commander catheter into the sheath. Per the returned device observation, the inflation balloon was caught at the sheath distal tip. If the delivery system becomes caught, it will often require extra pull force in order for it to be removed. The extra force applied to the delivery system in this position can cause delamination of the liner. As such, available information suggests that procedural (excessive force due to ds withdrawal difficulty) factors may have contributed to the reported complaint events. Although the returned device was missing c-marker band, based on the provided imagery from the field, the c-maker band was still attaching to the sheath liner during surgical intervention to remove the devices. Additionally, there was no field report of separation/missing nor embolization of the marker band occurred in the procedure. It can be speculated that the c-marker band was separated at some point due to device manipulation after devices were removed from patient (noted that the sheath was cut from the housing). However, a definitive root cause for marker band separation was unable to be determined. The complaint for ¿sheath distal tip ¿ liner delamination¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that procedural (delivery system withdrawal difficulty/ excessive force and manipulation) factors may have contributed to the reported complaint events. Since no manufacturing non-conformances, labeling, training, or IFU deficiencies were identified, no corrective and preventative action nor product risk assessment is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaint for ¿sheath distal tip ¿ separated marker¿ was confirmed. However, no manufacturing nonconformance were identified during evaluation. Available information suggests that procedural factors (device manipulation post procedure as a result of ds retrieval difficulty) may have contributed to the reported complaint events. However, a definite root cause was unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified and the monthly control limit for the applicable trend category was not exceeded. A product risk assessment was previously initiated and a CAPA was initiated.

Manufacturer narrative:
Section h10: this is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691-2020-12894.

Manufacturer narrative:
Section f10, h6 and h10. Section h10: the esheath was returned to edwards lifesciences for evaluation. During pre-decontamination engineering evaluation the following visual observations were made: delamination was observed approx. 3.25" in length starting from the distal tip. The c marker band was observed to be missing and not returned. Investigation is ongoing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(6), during a transfemoral tavr procedure, post deployment of a 29mm sapien 3 valve, there was difficulty during the retrieval of the commander delivery system into the esheath and an iliac artery dissection occurred. Upon review of the photo provided, the esheath appeared to be circumferentially delaminated.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.